Event description:
It was reported that during a hernia repair procedure, the device would not fire all the time. When it did fire, the staples were going in crooked and not catching the skin. This occurred with three devices, they got a fourth device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.